Event description:
A home monitoring alert was received showing that this device was eri. Interrogation of the device showed that it was in fact eri. This device had tripped eri after being implanted for just under two years, shorter than the expected longevity of this device. No unusual programming was noted that could have caused the early eri, and there was no shock therapy recorded other than normal scheduled capacitor reformations. On (B)(6) 2010 - per (B)(6) , this device remains implanted. Should additional information become available, this event will be updated. On 09/16/2010 - this device was returned.